Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with information on resetting the pump and assisted in successfully resetting it. The malfunction did not recur, and the customer was advised to continue using the pump.